Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported sustained high blood glucose (bg) for four hours after a recent supply change. The user had replaced the cartridge and long tubing of the contact detach infusion set earlier in the day. The agent recommended a full supply change, but the user opted to change only the infusion site and tubing. During the process, the agent identified that the previous site was placed in scar tissue and educated the user on choosing a new site to ensure proper insulin absorption. The user¿s bg began trending down following the change. The highest blood glucose (bg) recorded was 400 mg/dl. Bg was corrected as the ilet resumed insulin delivery. Symptoms included tiredness. No medical intervention was reported at the time of call.